Event description:
During laparoscopic appendectomy, surgeon fired disposable multifire endo gia 30. The instrument cut tissue but did not appropriately fire staples, causing bleeding. Endo loop used to control bleeding.